Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with readings ranging from 61 mg/dl to 245 mg/dl and out-of-range glucose for approximately six hours; the user attributed the episode to an overcorrection from the pump and treated with glucose tablets, with a roommate providing non-medical assistance. Symptoms included feeling warm during the event. Outcomes included successful self-treatment without medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported or confirmed and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.